Event description:
Affiliate reported that the surgeon explained that the device functioned as normal and that he felt the pt's skull bone was too thick. He also explained that since the bone was too thick, he had to take more time to perforate the bone and the device became heated, which cause a contusion. Additional info as explained that a CT and MRI revealed that the dura mater may have been injured.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure available. Otherwise, the complaint is considered to be closed at this time.